Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken and one opening assessed, as unidentified (tear) opening. And missing assessed, as inconclusive. Shell thickness was within specification). Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Anxiety-product/ procedure: unable to observe, since it is a medical event. And is not related to the device. Calcification: no observed. As per the investigation procedure: particle was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, a left side rupture. Capsular contracture, baker grade iii. And exchange from textured to smooth, due to the patient's concern of the implant. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17may2024.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade iii, and exchange from textured to smooth due to the patient concern of the implant. Healthcare professional later reported "calcification". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii, anxiety-product/procedure.

Event description:
Healthcare professional reported, a left side rupture. Capsular contracture, baker grade iii. And exchange from textured to smooth, due to the patient's concern of the implant. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade iii, and exchange from textured to smooth due to the patient's concern of the implant. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade iii, and exchange from textured to smooth due to the patient concern of the implant. Healthcare professional later reported "calcification". Device has been explanted.